Event description:
It was reported the patient was not being able to adjust stimulation. The patient saw the call you doctor icon. There was a power on reset (por) condition on the programmer. The manufacturer representative cleared the por condition. The cause of the por was not determined. The representative interrogated the device with the clinician programmer and cleared the por. No diagnostics were performed. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).